Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that 190 whisper ms guide wire was used to place a cardiac lead for the biventricular implantable cardiodefibrillator (ICD) into a branch of the coronary sinus vein without resistance. During removal of the coronary sinus lead over the whisper wire from the anatomy, resistance was met; therefore, both the wire and lead were removed together. Another unknown guide wire was advanced, but it was not advancing properly, so it was removed intact from the anatomy. After removal of the guide wire, a foreign body was noted in the patient on fluoroscopy. The whisper guide wire was obtained from the back table and it was noted that it was missing the tip of the wire. Snaring was attempted to remove the separated wire tip, but was unsuccessful. The patient was taken to surgery to remove the wire tip and complete the ICD placement. The patient tolerated the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted the hi torque guide wire instructions for use states, all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.